Event description:
It was reported that the patient was acting "kooky" following the partial pocket fill.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a partial pocket fill. Shortly after refill, 9.5ml was removed from pump. The health care professional aspirated approximately 12ml of drug from around the pump pocket. It was unknown what drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l73867, implanted: 1999-(B)(6), product typ catheter; product ID 8575, lot# n096707, implanted: 2007-(B)(6), product typ accessory. (B)(4).